Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation under a similar claim (see medwatch report 1220908-2019-02451). Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The malfunction was duplicated and attributed to the external paddles. The paddles were scrapped. Analysis of reports of this type has not identified an increase in trend.